Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to sepsis followed by multi-system organ failure. Follow-up of the patient stated that patient passed away in an external hospital where the patient developed a sepsis which was not contributed by any driveline or device infection. Both were not mentioned after request. Root cause of sepsis was not provided. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported sepsis, multi-system organ failure, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2019, due to sepsis followed by multi-system organ failure. It was noted that the sepsis was not contributed by any driveline or device infection. An autopsy was not performed, and heartmate 3 left ventricular assist system (lvas) serial number (B)(6), was not explanted for evaluation. The account indicated that no further information could be provided due to privacy laws. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including sepsis, multiple organ failures, and death. The IFU also includes a section on controlling infection. No further information was provided. The manufacturer is closing the file on this event.